Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report detached sensor wire on (B)(6) 2014. Patient claimed that during deployment and upon retraction of applicator collar, sensor wire detached and inserter needle was exposed. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.